Event description:
The device would not power on during a daily test. The reporter stated that the event ocurred when the user unplugged the device from ac power then pressed the on button to test the device's backup battery. Therer were no adverse effects to any patient reported during this event.